Manufacturer narrative:
No button error alarm was noted during testing. Unit had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked keypad connector noted.

Event description:
The customer reported via phone call that insulin pump had no button response. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.